Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on jun 10, 2021 with lot number 1729734. Visual analysis of the returned device identified: observed 40 mm dark patch edge material inside gel device, extended opening, underweight, flat creases. A microscopic analysis was performed which identified: an extended sharp opening with sharp edge where is localized stresses induced in radius side assessed as surgical impact and stress marks non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening where localized stresses are induced assessed as surgical impact."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.